Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during dwell 2 of 4. The technical service representative (tsr) had the home patient (hp) close all the clamps and transfer set, cycled the power off and on, and system error 2367 occurred. The hp cycled the power off and on go to the press go to start prompt. The tsr explained the alarms and the hp stated they did not disconnect any time during therapy, there were no wet lines, all of the bags were connected, and the spare line clamp was closed. The tsr explained to discard all supplies and to report the alarms to the peritoneal dialysis (pd) registered nurse (rn) the next morning. The hp would finish tonight's therapy manually. Per the call script, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was not used, the hp did not disconnect any time prior to the alarm, all of the bags were properly connected, there were no open clamps on any unused lines, there was not anything unusual noted about the supplies, and the supplies were not damaged by an outlet clamp. Proper procedures were reviewed with the patient. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was for a report of a system error 2240 (air in line) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed.